Manufacturer narrative:
Evaluation summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Additional information has been requested. (B)(4).

Event description:
Following a glaucoma implantable filtration device (gfd) surgery a surgeon reported the shunt to be touching the iris. The device remains implanted.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received, indicating that mild cell was observed in the anterior chamber at the one-day postoperative exam, but had resolved by the (B)(6) 2015 postoperative visit. Laser suture lysis was performed on (B)(6) 2015.